Event description:
It was reported the pt has a darkening on her skin similar to a bruise, which was causing the pt discomfort. The physician believes the darkening is fibroma. It was also reported the extension was superficial. Subsequently, the pt underwent surgical intervention on (B)(6) 2014 and the pt's extension was relocated.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.